Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the lead migrated. It was also noted the patient did not have efficient stimulation. The lead was explanted and replaced. It was unknown if there was any diagnostic testing or troubleshooting performed. The event was noted as solved.